Manufacturer narrative:
Section h6: health effect - clinical code: multiple organ dysfunction syndrome.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event and patient outcome could not be conclusively established through this investigation. It was reported that the patient expired on (B)(6) 2020 due to multi organ failure. Additional information communicated on 18-nov-2021 stated that the details leading up to the patient¿s death were not available. It was also noted that the patient outcome was not device or therapy related and the device had operated as intended. It was reported that heartmate 3 lvas, serial number (B)(4), was not explanted and would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27-feb-2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multiple organ failure. The device was not explanted.